Event description:
Reporter indicated a vns pt experienced an increased heart rate with stimulation. Diagnostic testing was within normal limits and the physician had not changed the patient's settings "in a while". A cardiologist confirmed a heart rate of 120-140 only during stimulation. However, this was not with every stimulation, it was just with some of the stimulations. The cardiologist believes the increased heart rate is related to vns therapy. The patient's vns therapy system was disabled and all the symptoms have gone away. The physician stated the vns was helping with the patient's epilepsy and depression and has since started working as a social worker. Good faith attempts to obtain additional info have been unsuccessful to date.